Manufacturer narrative:
The pad device was installed on (B)(6) 2011 and operated successfully until (B)(6) 2012. Initial testing of the returned pad-pak's from lot a1289 found that the device would not power-up and there was no status indicator. The pad-pak's were found to have blown a fuse. Investigation did not confirm a fault with the device or any component in the device. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it would not power on.